Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the device difficult to close? No . Was the device difficult to fire? No. Please describe the shape of the malformed staples. With irregular shape. What was the removal technique utilized to withdraw the sdh29a? Used the methods referring to the IFU. Were the donuts inspected? If so, please describe. Unknown . Was the washer inspected? If so, please describe. Unknown. What was the reason for the permanent colostomy? When took out the device, damaged the tissue. What is the current status of the patient? Unknown at this time.

Event description:
It was reported that during the low rectal surgery, after fired, found the staples malformed, and difficult to remove the device out of the patient. Used scalpel and suture to complete the surgery, and created a permanent stomy. The surgery delayed about 30 minutes. The patient is stable and in the hospital now.

Manufacturer narrative:
(B)(4). Batch # p57f9u. Device evaluation: the analysis results found that the sdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.